Manufacturer narrative:
(B)(4). Results of investigation: carefusion was unable to verify the reported issues. The ventilator was tested with a known good ac adapter and known good patient circuit connected. The ventilator passed 114 hours of extended tests at the customer's settings. The ventilator passed the initial final test and the initial alarm volume test. The unit passed all testings.

Event description:
It was reported to carefusion that the screen turned blue, then green, and then the control lock key went on and the ventilator's touchscreen was unresponsive. The customer tried taking the battery out and nothing helped. The ventilator would not turn off. There was no patient involvement associated with this complaint.